Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Event description:
Expired implant was implanted.

Manufacturer narrative:
(B)(6). An event regarding implantation of an expired omnifit head/neck stem was reported. The event was confirmed. -device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for this lot. Conclusions: a review of the DHR confirmed the reported device was expired at the time of implantation. The DHR indicates the device was properly labeled. In addition, appropriate warnings are provided in the IFU. There is no evidence the event is device related.

Event description:
Expired implant was implanted.